Event description:
It was reported while using a bd preset¿ eclipse¿ syringe blood leaked past the plunger stopper. This occurred with 100 syringes. There was no report of adverse impact to patients or users.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 20-nov-2024. Investigation summary: material #: 364391, lot/batch #: 4177534. Bd received 3 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, the customer samples along with 10 retention samples from bd inventory were evaluated by functional draw testing and the indicated failure mode for leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd preset¿ eclipse¿ syringe blood leaked past the plunger stopper. This occurred with 100 syringes. There was no report of adverse impact to patients or users.